Event description:
It was reported that during a uterine myomectomy procedure, the balloon broke. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.